Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported in medwatch report # mw5071350: loosening of acetabular cup and femoral head with resultant wear of acetabular cup and ceramic cup liner. Ongoing pain with difficulty ambulating secondary to the pain. Devices reported: prosthesis, hip, semi-constrained, metal/polymer, cemented (jdi). Stryker acetabular cup with ceramic liner and femoral head. Trident acetabular system. Not all devices were explanted.